Event description:
New information notes that the suggested programming changes were made on (B)(6) 2020. No new incoming transmissions were received regarding this issue. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with their implantable cardioverter defibrillator that exhibited post-paced t-wave oversensing (pptwos). Programming changes were suggested but have not been made. Further information was requested but not received.